Event description:
It was reported that during implant procedure, loss of sensing and loss of capture were observed on the ra lead after repositioning. The lead was not implanted, and the physician opted not to implant the new ra lead. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.